Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a general fluidics check, mechanics alignments check, a quality control (qc) check, luminometer check, and an acid-base fluid lines check. Cse confirmed that no hardware issues were identified. System was fully operational upon departure. Based on the information provided, this is an isolated incident. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total hcg (thcg) patient result was obtained on an advia centaur xpt instrument. The discordant result was reported to the physician(s). The sample was repeated two times on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg (thcg) patient result.